Manufacturer narrative:
The insulin pump had cracked case at display window corners, battery tube threads, reservoir tube lip completely broken off, minor scratched and cracked display window, missing reservoir tube o-ring.

Event description:
The customer reported via phone call that the reservoir compartment was chipped. The customer reported that there was a missing piece on the opening of the reservoir compartment. The customer's blood glucose was unknown at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.